Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestream device for an internal iliac artery aneurysm via femoral artery puncture. During the procedure, after the stent reached the lesion site, the operator attempted to retrieve the long sheath. However, when the sheath tip was retracted to the distal end of the stent, it was observed that the stent had dislodged. At this point, the stent was no longer attached to the balloon and did not cover the lesion. The original stent was retrieved from the body, and a new stent of the same model was unpacked and successfully deployed. There was no reported patient injury.